Event description:
Facility healthcare professional (hcp) reported home pt (hp) receiving hemodialysis treatment (tx) on 1550 device. Hp reported to hcp that the device was removing more weight (wt) than goal set. Hp had a goal of 2kg programmed to be removed in a 4 hour tx. Hp experienced nausea, vomitting and minor cramping. It was noted at this time that the goal wt to be removed had been achieved. The personal hcp in the home periodically administered 50cc normal saline during the remainder of the tx to alleviate the adverse symptoms hp was exhibiting; however, tx was terminated early. Facility hcp reported that hp now has a bad case of the flu and this may have contributed to the way hp was feeling. As of 1/13/00, facility hcp reported no problems have been reported related to the device since fse serviced device.